Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the infection and recurrence rates associated with the c-qur v-patch mesh is acceptably low.

Event description:
Received an article titled: surgical outcomes of a novel omega-3 fatty acid coated polypropylene mesh in ventral hernia repairs. The article examined evidence surrounding the c-qur v-patch regarding its rated of recurrence and infection. Per the article, adverse events included infection and recurrence.